Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported during a routine tracheostomy change procedure the inner cannula of the used tube appeared to be longer than the outer cannula which caused the patient to have a sore throat for over three weeks.

Manufacturer narrative:
Covidien/medtronic reference: (B)(4). In further review of information a report should not have been submitted. The patients report of discomfort from a sore throat during routine trach change did not result in any adverse event that required intervention.